Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was significant bleeding after the trocar was inserted into the patient. Unknown how much bleeding or if the patient received any blood products. Unknown how the case was completed. There is no further information about the procedure at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested: what caused the bleeding when the trocar was inserted into the patient? How much bleeding occurred? Did the patient receive any blood product and if so how much? What was the patients current condition after the procedure?

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.